Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the rear housing was damaged. The device duplicated the reported issue during the investigation. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Updated: d10, h3, h6.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited occlusion errors. Subsequently, the patient switched to backup pump and no interruption of therapy. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.